Event description:
It has been reported that a revision surgery was performed, due to post-operative aseptic loosening of the patella. No additional info is available at this time.

Manufacturer narrative:
Na